Manufacturer narrative:
Results indicate confirmation of the reported event. Renal product surveillance, quality engineering, and plant mfg will continue to monitor this product line.

Event description:
During the evaluation of a returned transfer set, a cut was found along the silicone tubing. No pt injury or medical intervention was associated with this incident.